Event description:
The user facility reported that during a patient procedure their 5085 surgical table would not respond to table commands via hand control. The patient was transferred to a different table and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
Prior to a steris technician arriving onsite to inspect the 5085 surgical table, user facility personnel replaced the hand control. The hand control subject of the event was unavailable for testing. A steris service technician arrived onsite to inspect the 5085 surgical table and could not duplicate the reported event. The technician tested the functionality of the table and hand control and found them to be operational. While onsite, the technician proactively recalibrated the control board assembly. The table was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.